Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming, and the screen was red, and triangles were present on the screen. They instructed patient to open and close battery door, the pump powered on, and the alarm returned on the screen that said remove and reattach cassette and was displaying resolution volume as 0 ml. They instructed patient to silence alarm, remove the cassette, reattach it and the pump continued to alarm. They instructed patient to open and close battery door, pump powered back on, and alarm returned again saying to remove and reattach cassette and displayed a 0 ml. Patient stated the bag was not empty even though the pump was displaying 0 ml. Unable to review total given on pump due to alarm of remove and reattach cassette that will only allow it to be silenced. They instructed patient to open and close battery door and to keep the pump powered off, close clamp and call the doctor. This event occurred at patient's home and was operated by a health professional. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.